Event description:
The pt rhythm was diagnosed to be either asystolic or fine ventricular fibrillation. A nurse attempted to administer device defibrillation therapy to the pt. Reportedly, the paddles switch would not respond to actuation when pressed and the defibrillator would not charge. Another device obtained and was used to continue pt treatment. The pt was not resuscitated.